Manufacturer narrative:
The hillrom technician found the pcb assembly, hup switch, cable assembly and control panel to be replaced. Per the hillrom service manual the centrella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician will replace the pcb assembly, hup switch, cable assembly and control panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was intermittently going into boost function without user input. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).